Event description:
On (B)(6) 2014, a distributor contacted animas alleging that there was a line through the display screen. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by animas on (B)(4) 2014 with the following findings: the display screen was fully functional and illuminated with no signs of extrinsic lines visible. The complaint could not be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).